Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Performed keypad testing display brightness, backlight, pressed number ¿9¿, ¿1234¿, run/stop button, blue soft keys and all passed. However, when ¿0¿ was pressed ¿8¿ appeared on the display, ¿5678¿ pressed and ¿5670¿ displayed, and barcode icon turned device off. The reported condition was verified. The cause of the condition was determined to be defective keypad / front panel. The front panel requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a keypad issue; further described as "multiple key press". This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.